Manufacturer narrative:
The 350mm mouiel bipolar insert (cev634-1a) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the bipolar insert verified the problem statement as confirmed. The electrode was broken at the black joint with the tube. This area was reduced and therefore more flexible to allow crimping with the tubes and the black ring. Under a magnifying glass, the beginning of breakage can be seen in the darkest area of the metal fibers. Root cause analysis: for potential root causes, it was determined that the beginning of breakage was likely linked to wear and tear related to the product life cycle. The fragility was undoubtedly accentuated by the cutting direction of the electrodes on the stainless-steel plate perpendicular to the fibers. Corrective action is currently underway to address electrode-related issues.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the 350mm mouiel bipolar insert (cev634-1a) broke in the patient's abdomen and was difficult to retrieve. Staff managed to finish the surgery. It was reported that the increase in surgery time was less than 30 minutes.